Event description:
Customer reports unit delivers incorrect volume of fluids.

Manufacturer narrative:
Liebel flarsheim service report: the evaluation of the unit focused on volume and flow rate errors during successive shots. The testing did confirm that the reported flow rate did not always match the programmed flow rate. Extensive testing did determine that, in all cases, the actual delivered flow rate and delivered volumes were within the specification limits. A review of the software found that the data sample used for reporting the flow rate may include data from the rise-time portion of the injection profile. Inclusion of the data from the flow rise period yields a false low reported flow rate. The error has been entered as an anomaly and will be included in future software change evaluations.